Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a shattered pump touchscreen. There was no impact to customer's blood glucose level. Reportedly, the customer is unsure how the touchscreen was shattered. It was indicated that the pump was still functional and the customer would continue to use the pump for insulin therapy.